Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse verified that there was no issue with any of the surgeon side consoles (ssc) after a system test driving. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted roux-en-y surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that the secondary surgeon side console (ssc) was having difficulty with manipulators matching instruments. The primary ssc was working normally. The procedure was completed with no reported injury. Isi followed up with the clinical sales representative (csr) and obtained the following additional information: the procedure was completed robotically, and the surgeon continued to use the secondary ssc. There was no reported injury.